Manufacturer narrative:
(B)(4). Date sent: 4/13/2023 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the anvil could not be removed from the trocar when the nurse was preparing the device for the operation. The anvil was stuck diagonally at the trocar and could not be moved. This device was no used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/30/2023. D4: batch # 776a94. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25b device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged no allowing the anvil to properly assemble on the device. Once the anvil was removed to the device it was difficult to attach. No functional test was performed due the condition of the trocar. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 776a94, and no non-conformances were identified.